Event description:
It was reported that the lead exhibited loss of capture and loss of sensing. The physician tried repositioning the lead several times and the lead still failed to improve capture or sensing. The lead was not implanted and returned.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.